Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17502611 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber 2 mm 4 cm 90 was prepared for use and the physician attempted to remove the air by applying negative pressure, however the air continuously released and could not be removed. Therefore it was replaced with a new saber pta (48002004s). The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. The target lesion was below the knee. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information was requested.

Manufacturer narrative:
As reported, a 2x40mm 90cm saber percutaneous transluminal angioplasty (pta) catheter was prepared for use and the physician attempted to remove the air by applying negative pressure; however, the air continuously released and could not be removed. Therefore it was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury. The target lesion was below the knee. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Multiple attempts were made without success to obtain the device and additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17502611 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, concomitant device factors or handling factors may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber 2 mm 4 cm 90 was prepared for use and the physician attempted to remove the air by applying negative pressure, however the air continuously released and could not be removed. Therefore it was replaced with a new saber pta (48002004s). The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. The target lesion was below the knee. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Multiple attempts were made without success to obtain the device and additional information.